Manufacturer narrative:
Unit received with blank display due to missing battery tube spring. Unable to perform operating currents, self-test, unexpected alarm error test and displacement test or verify low battery alarm due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label, stained end cap sticker and corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that low battery alert. The customer's blood glucose was 150 mg/dl. The insulin pump will be returned for analysis.